Event description:
During inspection prior to opening the product, a crushed tip of the catheter was detected.

Manufacturer narrative:
Technical evaluation: the distal tip is ovalized for the first 1.0 cm. Conclusion: the incident is confirmed as reported. The DHR for this lot was reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-03, (lot # l15679). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.